Manufacturer narrative:
The original evar was performed on (B)(6) 2014, during the review on (B)(6) 2020 patient was identified with an imminent rupture of the left cia. The left cia around the end of the ipsilateral leg had grown due to endoleak type ib, which occurred as a complication with endoleak type ii. An extender (excluder leg) was placed in the left eia and covered the left iia. There is no information to suggest malfunction of the implant. The DHR review and video reviews are acceptable, and therefore confirm that all inspection and manufacturing activities met specifications. It is most likely that the implant originally selected was too small in diameter or too short to reach the intended landing zone and achieve a good seal. The subsequent placement of an additional graft of the same distal diameter as the primary implant suggests that the original landing location was unsatisfactory.

Event description:
Endoleak type ib as a complication with endoleak type ii.